Manufacturer narrative:
Batch review performed on 07 december 2023: lot 2006593: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, all the items of the same lot have been sold with another similar reported event in the period of review. Additional involved implant. Batch review performed on 07 december 2023 on reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot. 2218432. Lot 2218432: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 11 months post primary due to shoulder luxation. Liner and glenosphere were revised successfully.